Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci assisted surgical procedure, the 0 degree endoscope rotation was not fully central. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: this event reoccurred twice: on aug 09, 2023 and on aug 02, 2023. The scope had orientation problems on both dates. The scope was inspected pre procedure and did conduct its own calibration check which came back with no issues and ready for use. The surgical procedure was a robotic-assisted prostatectomy on both occasions. The image horizon was incorrect, but where the image should have been straight, it was off center. The endoscope moved freely. During the first procedure, the 0-degree scope was in place. The site changed to the 30 degree scope which was better. The second case started with the 0 degree, changed to the 30 degrees but the image was the same with both scopes. The reporter is unsure if when the 30-degree endoscope was in use, it was installed in up or down orientation. The surgeon confirmed that the image was off center when the endoscope was installed. The endoscope and endoscope¿s adapter/base were not engaged/in-synch/attached. Only 1 scope was attached at any time. There was no damage observed on the endoscope¿s adapter/base such as a missing screw(s) or component. No damage was noted. The reporter is unsure if prior to the event, the endoscope was manually rotated 180 degrees. The issue continued but the surgery was able to continue, the issue did not make the surgery disabled. There was no patient injury and the surgery was completed robotically. Intuitive surgical, inc. (Isi) received the scope to perform analysis. The 0 degree scope was analyzed and the reported failure was confirmed. The camera instrument adapter was found to have an orientation malfunction.

Event description:
Refer to h10/h11 for follow-up information.